Event description:
It was reported that during an arthroscopy, the t2 of the fast-fix couldn't be fully ejected. T1 was successfully removed with tweezers. The procedure was completed using a back-up device. There was a delay of less than 30 minutes, no further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned in the pret2/postt1 setting with the suture and t1 implant returned off the insertion device, t2 was still in the channel with the actuator bar under the implant instead of behind as designed. There is biological debris on the returned items.a functional evaluation of the returned device finds it cycles as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an application of excessive force or contact with another source. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, the t2 of the fat-fix couldn't be fully ejected. The procedure was completed using a back-up device. It is unknown if there was a delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).